Manufacturer narrative:
(B)(4). Date sent: 05/22/2025. D4: batch #m9cu9l. B3: only month and event year known: (B)(6) 2025. Investigation summary: the product was returned to for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. During the functional test, a sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device been bailout. The device was disassembled to verify the condition of the internal components and the cam was noted engaged, disconnecting the motor from the drive bar, but the bailout lever is down. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished #ech60s, with lot/batch #a9701u, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number m9cu9l, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device did not have power when battery was inserted. They removed battery and rotated 180 deg and device still did not have power. Suspected faulty battery was the cause. Device was replaced with like device and the case was completed without complication. There was no patient consequence reported. No additional information provided.